Event description:
During an ercp procedure, the physician used a wilson-cook web ii memory double lumen extraction basket. The basket extended properly during system preparation. The extraction basket was advanced through the endoscope. Resistance was encountered when extension of the basket was attempted. While applying pressure to extend the basket, the inner drive wire punctured the outer sheath near the proximal end of the device. The condition of the user and pt was reported as good.